Event description:
Procedure type: nephrectomy. According to the reporter: after firing the instrument, the staples in the proximal part of the sulu did not close properly. This resulted in a major bleeding of the vena renalis. Current pt status: ok and out of the hospital. Blood loss of 1200cc occurred. The surgeon had to oversew the vena renalis.

Manufacturer narrative:
(B)(4).